Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. There was no allegation of a device malfunction, and there were no reported issues by the patient's hemodialysis nurse. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the patient medical records were provided by the facility on august 11, 2016. A clinical investigation was performed to determine any possible causal relationship between the hemodialysis treatment and the adverse event. A (B)(6) female patient with end stage renal disease (esrd) presented to the emergency room with a syncopal episode on (B)(6) 2016. The patient had been complaining of diarrhea for about two weeks prior to admission. She was diagnosed with clostridium difficile and started on vancomycin. In addition, the patient was found to have a cerebrovascular accident on the CT and MRI of the head. The patient was also found to have a right intrajugular deep vein thrombosis. In addition, the patient was vomiting blood however, she was on aspirin, plavix and lovenox. The patient had an egd and intubated post procedure and was found to have a large esophageal bleeding mass. The patient was started on tpn. During the patient¿s hospitalization, the patient experienced a supraventricular tachycardia (svt) event requiring cardioversion x 2. According to the physician notes, the patient¿s ¿multiple comorbidities and overall generalized weakness and poor conditioning prior to the cva hinder any sort of surgical intervention.¿ the patient continued to experience active bleeding and was transfused 4 units packed red blood cells and 2 units fresh frozen plasma. Following the transfusion, the patient developed atrial fibrillation with a rate of 160 beats per minute and an attempt was made at electrical cardioversion due to the patient¿s hypotension. The patient was started on intravenous amiodarone, then digoxin and was converted to sinus tachycardia. The patient¿s esophageal mass biopsy was negative for malignancy. The patient had a complicated and turbulent hospital course which included a newly diagnosed cva, dvt, c-diff., an esophageal bleed resulting in the need for blood and blood product transfusions as well as a large esophageal mass, respiratory distress resulting in intubation and cardiac dysrhythmias. The patient¿s syncope is likely due to the acute blood loss that the patient experience resulting in the need for blood and blood product transfusions and/or the newly diagnosed cva. Medical records do not contain a discharge summary for review. Medical records do not contain and autopsy report or death certificate for review. The death record lists the preliminary cause of death as multiorgan failure. The patient's last hd treatment occurred on (B)(6) 2016 and the patient expired on (B)(6) 2016. There is no documentation to suggest a temporal relationship between the patient death and the hd treatment that occurred on (B)(6) 2016. There is no documentation in the medical record that supports a possible causal relationship between any fresenius dialysis products and the patient¿s cause of death: multi-organ failure.

Manufacturer narrative:
(B)(4) the post market surveillance department received patient medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
From review of medical records it was discovered that a (B)(6) female hemodialysis patient was admitted to the hospital on (B)(6) 2016 at 14:58 cst for a syncopal episode. The patient's last in-center hemodialysis treatment was on (B)(6) 2016 and was completed at 10:18 cst. The patient had also been experiencing diarrhea for two weeks, and was diagnosed with c. Difficile colitis. The patient was noted as very weak, and had vomited blood. The patient was also noted to have a right deep vein thrombosis. An esophagogastroduodenoscopy (egd) revealed a large esophageal mass. The patient was intubated and over the night went into supraventricular tachycardia (svt) and required cardioversion. The patient remained hospitalized, and subsequently passed away on (B)(6) 2016 due to multiple organ failure. The patient received a final hemodialysis treatment on (B)(6) 2016.